Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the nurse attempted to lock the depth stop but did not notice the stop did not lock prior to the unit being introduced into the anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying what happened during the procedure. It was reported that the screw on depth stop of biopsy needle was defective. The site attached the depth needle and thought it was secured. The surgeon then introduced the need in the biopsy guide and noticed the stop was not tight enough. They checked the stop again and realized that the screw on the stop was stuck and could not be tightened correctly. They swapped to another needle and proceeded with the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no imprecision observed in the procedure. It was reported that the biopsy needle was placed into the anatomy with the defective depth stop where it was then observed that the depth stop would not lock. The surgeon then removed the needle and placed a second needle on the same trajectory. It was reported that the first needle did not collect any sample tissue and that it was not in an inaccurate or incorrect location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the screw threading on the biopsy needle kit was not operational, preventing the kit from clamping. It was noted an inaccuracy was observed with the instrument due to the malfunction. There was no reported impact on patient outcome.